Manufacturer narrative:
(B)(4). Manufacturing evaluation performed. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to reoperation.

Event description:
This information was found during post-marketing surveillance of gore tag thoracic endoprosthesis in (B)(6). Date gore aware of the event will be the date nihon gore acquired information that reasonably suggests a reportable adverse event may have occurred. On (B)(6) 2010, the patient underwent an endovascular procedure using a gore tag thoracic endoprosthesis (tgt3115/8401041) to repair a aneurysmal aortic dissection. Final angiography showed no endoleak. The patient tolerated the procedure. The preoperative aneurysm measured 60mm. On (B)(6) 2011, follow-up imaging showed no endoleak. The aneurysm diameter measured 58mm. On (B)(6) 2011, follow-up imaging showed no endoleak. The aneurysm diameter measured 56mm. On (B)(6) 2011, follow-up imaging showed no endoleak. The aneurysm diameter measured 55mm. On (B)(6) 2012, a gore tag thoracic endoprosthesis (tgt3115/9468437) was implanted to treat the same chronic aneurysmal aortic dissection. On (B)(6) 2012, follow-up imaging showed no endoleak. The aneurysm diameter measured 50mm. On an unknown date, the hospital was informed by police department that the patient's died on (B)(6) 2012. The cause of death is unknown.